Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The customer was performing a dual thrombectomy procedure, and the patient was under anesthesia. No straps were applied to the patient as the patient was prone and the customer had placed bolsters under his chest. The technologist felt that the bolsters plus a bear hugger attributed to the instability of the patient on the table. The patient fell from the table, causing minor bruising on their torso. The patient had a CT scan done afterward and no obvious injury was found. The patient returned the next day in good spirits and a thrombectomy was performed on his other leg. A philips field service engineer (fse) visited the site and was told that the geometry and imaging module connections within the table side junction box were intermittently not working. The fse confirmed that the connections within the junction box had loosened and caused intermittent connectivity issues. The fse removed all four connections and applied loctite to the tightening screws. The fse tested the geometry and imaging modules to ensure they were working properly. It has been confirmed that the reported table malfunction did not contribute to the patient falling off the table and causing the minor injury or delay response to the patient as the patient fell due to instability. After applying loctite to the fastening screws of the four connections, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It was reported to philips that the table was locked up and none of the controllers were working, the patient fell off from the table and the patient incurred minor injury on their torso. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.